Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt complaining of knee pain, particularly around the proximal tibia. X-rays indicate loosening around the tibial base plate with other bony changes behind the femur. Decision was made to revise both the femoral and tibial components. A ps femoral component was used along with a cocr tibial tray with a fluted stem. Patella left in situ.